Event description:
It was reported that the pt had their device replaced on (B)(6) 2011. The reason for the pump removal was to avoid in-vivo battery depletion. The reason for the catheter removal was that it was occluded. A (B)(4) study was performed, the health care provider was unable to aspirate. The pt had increased pain and decreased pain control. No pt injury was reported. The pt recovered without sequelae. The drugs in the pump at the time of the event were morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned for analysis was the pump and pump connector with proximal segment of the catghetery only. Final analysis of the pump revealed no anomaly normal device function. Analysis of the catheter revealed dried drug/blood occlusion.